Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, stent placement difficulties were encountered. The 90% stenosed and denovo lesion was located in the mildly calcified and tortuous right superficial femoral artery (sfa). Vascular access was obtained through the left common femoral artery. The lesion was predilated with a 5.0mmx4mm ultra thin diamond balloon catheter to unspecified atms. Upon attempting to advance the sentinol self-expanding nitinol biliary stent system, resistance was encountered. Under fluoroscopy, "the stent was not at the tip of the catheter like it had moved back and the radiopaque markers were not visible". The physician removed the stent delivery system from the pt without incident and was able to deploy the stent outside the pt's body. The procedure was completed with an unspecified sentinol stent. No pt injuries or complications were reported. The pt's status was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.